Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97) eval summary: eval: iab was received intact for eval with membrane noted to be completely folded. Blood was noted on the exterior of iab and within inner lumen. Sheath used with iab, if any, was not returned for eval. Catheter o.d. Was measured and found to be within datascope's mfg specifications. Folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on folded membrane using a lab 60 cc. Syringe and one-way valve. With vacuum maintained, folded membrane easily passsed through a lab 10 french, 6 inch sheath without difficulty. Proabable cause of difficulty: no defectwas foundin the balloon's folded membrane or in the iab catheter. It was not possible to verify the reported difficulty in lab. Having opportunity to examine original sheath/hemostasis valve assembly (used with iab) may have provided some add'l insight into the encountered problem. In general, difficulty advancing iab or sheath into pt or iabinto sheath may be attribute to one or more of the following: * user may havenot drawn a sufficient vacuum on balloon duringits removal from blister tray. * if drawn, a vacuum may have not been maintained throughout insertion procedure. * during insertion and advancement of sheath, sheath may have hit opposing wall of artery causing it to kink. * pt may have had a severe vessel tortuosity resulting in poor balloon insertion walll of artery causing it to kink. * pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into sheath. * during iab insertion, balloon tip may have hit opposing wall of artery as it exited end of sheath.

Event description:
The dr was unable to advance the iab into the sheath. (Event complications: unknown - 1/3/97.)(pt's current status: unk - 1/3/97.